Manufacturer narrative:
The valve was received for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis- the valve was visually inspected; the needle guard was raised. The valve passed the test for programming, and siphon guard. The valve failed the test for occlusion, therefore leaking, reflux and pressure could not be tested due to the occlusion. The needle guard was found to be bent. The root cause for the problem noted by the customer is due to the raised needle guard this is due to wrong handling as noted in the information for use (IFU) do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the reservoir of the certas plus valve didn¿t go back to original shape. The valve was implanted on an unknown date with an unknown setting. However, when the reservoir is pressed, it did not get back to the original shape. The physician worried about flow route, and the valve was replaced to a new one.